Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information source: online review.

Event description:
Customer reporting 2 false positive sars results. Customer states the result were confirmed negative by other brand rapid antigen and pcr. Contact with the customer to gain further information is not possible. Report 1 of 2.